Event description:
Additional information reported indicated that the outcome was updated to "ongoing with no further action needed." No interventions were taken. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Received info the pt had a loss of therapeutic effect after previously having adequate stimulation. X-rays were done and revealed leads had migrated from t7-8 and t4-5. Event is considering ongoing. A follow up report will be sent as new info becomes available.